Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted from (B)(6) 2017 for anemia and weakness with hemoglobin (hgb) at 5.8 g/dl. Patient underwent esophagogastroduodenoscopy (egd) that found multiple erosions which were treated with argon plasma coagulation (apc). Patient was transfused 3 units of packed red blood cells (prbc). No additional information was provided.